Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). More than 10 years have passed since the device was delivered, and the latches and pins of the video connector socket were worn out due to repeated use for a long period of time. Therefore, poor contact of the contact pins on the connector may have caused unstable image transmission from the camera head to the video system center. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. Olympus trading (B)(4) provided the following additional information: according to the device repair history, the device has not been repaired in the past year. The reported phenomenon was not reproduced. The video connector socket connection was bad and a horizontal line was displayed on the endoscopic image. The memory battery had run out. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the cholecystectomy, the endoscopic image flashed. The user completed the procedure with the device. The device was used with an olympus s7 series device. There was no report of patient injury associated with the event.